Event description:
Patient was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within specifications at the time of release. The patient's wife reported that the patient's infusion set had fallen out overnight and was not discovered until the monrning, therefore he was not receiving insulin. Additionally, a review of the pump settings found that am and pm were reversed and therefore the patient was not receiving the proper basal insulin dosages. She also stated that he was not monitoring his blood glucose levels. There is no reported pump malfunction and the patient has continued to use the pump with no reported subsequent events.